Event description:
The customer reported the syringe module alarmed for 356.6710 during an infusion of an unspecified fluid. There was no patient harm. Received a copy of the customer's medsun report from FDA, which states ¿syringe pump module infusing continuous central venous catheter (cvp) flush. The device alarmed "channel error" with no apparent cause and stopped infusing. Message on the pcu display read "an error has occurred on channel a. Press confirm to continue operation of unaffected channels. Replace channel with operational unit as soon as possible. Code 356.6710". The module was replaced and the infusion as restarted."

Manufacturer narrative:
The reported issue of a channel error 356.6710 occurring during an infusion was confirmed and duplicated during the investigation. The syringe pump event log recorded the infusion was running at 1ml/h for a couple of days and then the device alarmed with channel error code 356.6710.0. The plunger detector circuit on the force sensor board assembly was found to be intermittently failing.